Event description:
It was reported that the device powered on to a white screen and locked up. There was no pt used associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found that it would not power on ac or dc power. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.